Event description:
The user reported that the device was unable to record ECG data.

Manufacturer narrative:
(B)(4). Product eval pending at this time. Also, it is unk at this time if there is a pt use involved with this incident. This report is being filed as it cannot be determined if there is a pt use at the time and the 30 day reporting requirement is nearing.